Event description:
Approx 1 cm reddened circular area of right low back was noted by the therapist prior to the beginning of the 11th p.t. -physical therapy- session. Slight disruption in skin integrity was noted at that specific site without drainage or odor. Pt did not voice any complaints about skin integrity or notice any skin problems to low back. Pt was advised or right low back decreased skin integrity and advised to cleanse area, apply bacitracin/neosporin and cover with a band aid.